Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported the customer received a no delivery alarm. The customer's blood glucose was 480 mg/dl when the alarm occurred. Troubleshooting found the customer did not try different cannula lengths to resolve their no delivery alarm. Customer also stated their tubing was not bent or kinked. The customer stated they did not try all remedies to resolve the alarm. Customer was advised their insulin pump needed to be replaced. The customer's blood glucose was 361 mg/dl at the time of the call. No additional information provided.